Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2013-05275. It was reported that during superficial femoral artery angioplasty, balloon rupture occurred. The target lesion being treated was located in the severely calcified proximal superficial femoral artery. The 5.0 x 200, 135 cm mustang balloon catheter was advanced to the lesion and on the first inflation it ruptured at 10 atms. Another 5.0 x 200, 135 cm mustang balloon catheter was advanced to the lesion and on the first inflation it also ruptured at 10 atms. Both devices were successfully removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is ok.